Event description:
It was reported that there were concerns regarding this cardiac resynchronization therapy defibrillator (crt d), at a follow-up, there were difficulties in measuring atrial pacing threshold. It appears that at 3.5v, 0.6ms did not capture all the time and at 5.0v, 0.6ms it appears to capture but the threshold was challenging to see when lowering the output. Data analysis was performed and there was low evoked response (ER) error message in right atrial automatic threshold (raat) trend in 2018. The atrial intrinsic amplitude was not always present, and the unnecessary atrial pace was likely related to undersensing of atrial flutter. Atrial signals appeared to be regular and fast in some presenting egm and not sensed by the right atrial (ra) lead. Some episodes on 2021 showed noise on the shock egm, possibly myopotential activity. There was no noise on ventricular rate egm. Boston scientific technical services indicated that with the limited data they were not able to see the cause of high atrial thresholds, and none capture observations. Technical services provided troubleshooting recommendations and suggested that the healthcare professional perform x-ray imaging to evaluate system location. Device atrial output has been raised to 4.0v at 0.6ms after the in-office visit. No adverse patient effects were reported. The device and ra lead remain in-service.

Event description:
It was reported that there were concerns regarding this cardiac resynchronization therapy defibrillator (crt d), at a follow-up, there were difficulties in measuring atrial pacing threshold. It appears that at 3.5v, 0.6ms did not capture all the time and at 5.0v, 0.6ms it appears to capture but the threshold was challenging to see when lowering the output. Data analysis was performed and there was low evoked response (ER) error message in right atrial automatic threshold (raat) trend in 2018. The atrial intrinsic amplitude was not always present, and the unnecessary atrial pace was likely related to undersensing of atrial flutter. Atrial signals appeared to be regular and fast in some presenting egm and not sensed by the right atrial (ra) lead. Some episodes on 2021 showed noise on the shock egm, possibly myopotential activity. There was no noise on ventricular rate egm. Boston scientific technical services indicated that with the limited data they were not able to see the cause of high atrial thresholds, and none capture observations. Technical services provided troubleshooting recommendations and suggested that the healthcare professional perform x-ray imaging to evaluate system location. Device atrial output has been raised to 4.0v at 0.6ms after the in-office visit. No adverse patient effects were reported. The device and ra lead remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.